Manufacturer narrative:
B5; additional information received: it was reported that there was damage to the device packaging and the device was inserted into the patient . It was clarified that the delivery system's outer sheath was twisted and deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported during the index procedure,  it was found that the stent delivery rod was rotated. The physician thought there was something wrong with the stent and decided not to deploy, so it was taken out of the body. Another stent was implanted to complete the procedure. Per the physician the cause was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction to information submitted on previous report. The sentence " it was reported that there was damage to the device pack aging" should read " it was reported that there was no damage to the device packaging" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was clarified that distortion and deformation of the delivery system outer sheath was noted after opening the package and it was introduced into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.